Event description:
Per complaint (B)(4), after placing the implant, the doctor tried to place the healing screw and could not screw it in. The screw became stuck within the implant, resulting in it's removal.